Manufacturer narrative:
This report is filed (B)(6) 2015.

Event description:
Per the clinic, the device was explanted on (B)(6), 2014, due to progressive loss of electrode function. The patient was reimplanted with a new deivce during the same surgery.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.